Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.